Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that several patients with the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing which led to inappropriate shocks. Subsequently, the electrode was repositioned and the inappropriate therapy was decreased. No additional adverse patient effects were reported.